Event description:
Leak found around the proximal part of the catheter when flushing.

Manufacturer narrative:
The complaint, "leaked around proximal end when flushing", was confirmed. The cause of the complaint may have been due to the o-ring being off set, crimped and tore. No manufacturing variances were observed in the device history record review related to this event.